Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6) livanova initiated an investigation and requested additional information to the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with (B)(6). The hospital have tested the unit twice to check that it was not a false positive. The customer removed the device from service and continued to clean the unit as per the instruction for use while waiting for the second result. There is no known patient involvement.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the device was cleaned every two week as per the instruction for use and positioned inside the operating theater during use. The hydrogen peroxide h2o2 level is not checked daily and likely the check is performed on a weekly basis. This is not in accordance with device instruction for use and this deviation may have led/contributed to the reported contamination.

Event description:
See initial report.